Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms and loss of capture with no asystole observed. As a result, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.